Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to guidewire perforated the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Microscopic inspections of the terminal pin assembly and electrode body found puncture hole approximately 60 millimeters (mm) from the tip end of the lead. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations defective.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to guidewire perforated the lead. A new lead was implanted. No adverse patient effects were reported.